Event description:
Authorized distributor in (B)(6) reports a local repair of a vivo 40 device not having any power source. Based on the info received, the potential risk associated with the reported event is classified as serious since insufficient ventilation caused by a faulty power supply board could lead to termination of treatment and subsequently to hypoxia. Based on the info provided at this time, including unk pt outcome, the event is considered reportable per 21 cfr part 803.3.

Manufacturer narrative:
Under (B)(4) law, pt info is considered confidential and will not be released by the hospital.